Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. Review of the programmer printouts revealed that the reset was caused by a parity error. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the parity error could not be determined.

Event description:
It was reported that when the physician attempted to perform capture, sensing, and impedances tests after connecting the leads to the device during the initial system implant, the tests were cancelled without any message as to why. It was noted the tests were possible to start, but then the egms would disappear and the tests would be cancelled. It was noted that the device switched to backup vvi mode due to non-maskable interrupt errors. The device was not used and the physician elected to implant a different device instead. The patient was fine afterwards.